Event description:
The customer reported to baxter (B)(4) a vented spike adapter that broke. According to the report, when the adapter was removed from an iuig bottle, the adapter was in two pieces. The user was able to rectify the situation by removing the spike part that remained in the bottle and using a new vented spike adapter. The condition occurred prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. The device used in this situation is 510(k) exempt - (B)(4); therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review was performed on the reported lot and no deviations were noted.